Manufacturer narrative:
The woodson dura separator 7 (285-39) was not returned for evaluation; therefore, a definitive root cause could not be determined. Lot number information has been provided; manufacturing records were reviewed and no anomalies related to the reported issue was identified. It was determined that the issue breaking during use may be the result of rough handling or environmental damage. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Event description:
The following information was received via medwatch uf/importer report #(B)(4) : "woodson elevator broke during surgery. Procedure: inspection of hardware t11 to l3 with l4-l5 laminectomy, l5 and iliac screws. Posterior fusion l3, l4, l5, s1, and sacroiliac joint with allograft bilaterally with fluoroscopic guidance and monitoring. Preexisting characteristics that may have contributed to the event: diabetes; hypertension;" in summary, a facility reported that the woodson dura separator 7 (285-391) broke during surgery. It was subsequently reported that no part fell into the surgical site. The broken part was removed from the surgical field. All parts were recovered. A replacement part was available for use. It was reported that the patient condition was stable. No injury, death or surgical delay was reported.

Manufacturer narrative:
Reporting facility name: (B)(6). An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.